Manufacturer narrative:
Follow-up #1: date of submission 03/07/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/15/2017 with the following findings: allowed pump to enter sleep mode during investigation. The contrast button was pressed; cgm shortcut screen displayed. Unable to duplicate complaint of contrast button waking pump to the home screen from sleep mode. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. It was alleged that when the contrast button was pressed the trend screen did not appear but the home screen did. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.